Manufacturer narrative:
Patient age/date of birth and weight are unknown. However, patient over 18 years old. Concomitant medical product - olympus scope. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during an early afternoon colonoscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, multiple biopsies were taken from the colon. The biopsies obtained were reported to be large and one biopsy required an immediate application of a resolution clip. The procedure was completed with this radial jaw 4 biopsy forceps device. Reportedly, the device was inspected/tested prior to use and no anomalies were noted later that afternoon, the patient presented with bleeding in the recovery area. A follow-up colonoscopy was performed and found bleeding at the biopsy sites. Fourteen resolutions clips were used to stop the bleeding. The patient's condition post procedure was reported as being fine.